Event description:
It was reported that the gears in the side control brake steer linkage have stripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.